Event description:
During the percutaneous ultrasound gastrostomy (pug) procedure, the proceduralist performed the steps to achieve through-and-through guidewire access (i.e., guidewire is positioned through the orogastric tract exiting at the mouth and abdominal puncture site). The user noted that the abdominal wall thickness was about 5 cm (above the indication of 4.5 cm for the puma-g system) and that patient positioning was challenging during the procedure. The first guidewire cut was considered unsatisfactory (i.e., ends were not clean cuts), so a second cut was performed, which, upon review, the user believes was located outside and distal (away from the pigtail) to the marked section of the guidewire intended for cutting. Of note, the puma-g guidewire is constructed of a core wire and outer spring-coil wire, which, when cut outside of the marked glued section, can cause the spring-coil wire to unravel. The g-tube was inserted through the mouth and fed over the guidewire through the established tract but had not yet existed at the abdominal site when the user noticed that the guidewire had separated. He stopped the procedure and notified a surgeon, who arrived within 30 minutes to remove the spring-coil wire that remained in the patient at the tract site. The g-tube was removed and there were no further complications at this time.